Event description:
During surgery, the paddle snapped off during impaction going through the annulus into the abdomen. The surgeon removed broken paddle and completed the surgery with a toothed paddle tube. An additional 16 to 30 minutes was added to surgery time.

Manufacturer narrative:
Dimensional analysis and device history record was reviewed. Dimensional analysis and DHR of the device indicates the device was manufactured to specification.